Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: "hi" mmol/l (over 33.3 mmol/l) and 5.9 mmol/l. No adverse event reported. The customer had low blood symptoms with the "hi" mmol/l result. The mother gave the customer "2 juice bricks". The test strip lot number was not provided. Return of the suspect device was requested for evaluation.